Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. However, insulin pump error alarm during self test and confirmed in the insulin pump history due broken trace on keypad assembly. Unable to verify communication anomaly due to pump error alarm during self test noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the blood glucose meter nor transmitter and the menu keeps skipping on its own back and forward without him touching the pumps buttons at all no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.